Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported there was no infection found. It was noted the patient's baseline weight was not measured.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at a concentration of 8.0 mg/ml and a dose of 1.1191 mg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was examined on (B)(6) 2017 and examination revealed a 2x2 cm ovoid swelling at the catheter incision site. At an examination on (B)(6) 2017 it was noticed the swelling in the lower back had increased in size. A catheter evaluation under fluoroscopy was performed on (B)(6) 2017 with no sign of infection and catheter evaluation normal. It was indicated the event was related to the device or therapy and possible related to the implant procedure. No actions were taken and the issue resolved without sequelae on (B)(6) 2017. Additional information was received on 16-aug-2017 indicating the patient had pump pocket cellulitis. They experienced incisional pain at right lower quadrant on (B)(6) 2017 and on (B)(6) 2017 the incision was erythematous and the pump pocket incision in right lower quadrant was warm to the touch. The patient was sent to the emergency department (ed) for infection evaluation on (B)(6) 2017 and clindamycin medication was administered. The etiology was noted as related to the device or therapy and related to the implant procedure (surgery). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.